Manufacturer narrative:
The insulin pump passed displacement test. Unit received with high sleep current, alarmed pump error 75 during self test followed by unexpected pump error 68, 49 and 23 due to connector resistance j6 /pcb 1. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a replace battery now alarm. The customer¿s blood glucose level was unknown. The customer reported that this was the second occurrence of replace battery now alarm without a low battery alert. The customer was advised the insulin pump requires brand new, fully charge batteries to work effectively. The customer was advised the insulin pump will need to be replaced. The customer was also advised they may continue to wear the insulin pump until a replacement arrives. The insulin pump will be returned for analysis.